Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Electrical, longevity, and visual analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Event description:
It was reported that the patient presented in clinic due to an infection on the implantable cardioverter defibrillator (ICD) and on the right ventricular (rv) lead. The physician does not allege abbott devices or any procedure involving the abbott devices, caused, or contributed to the infection. The physician elected to explant and replace the ICD and rv lead. The patient was recovering after the procedure.